Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer performed meter to laboratory comparison in fasting test with the same blood sample within 10 minutes. Meter result is 111 mg/dl . Laboratory result 353 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.